Manufacturer narrative:
The device has not been returned for analysis. Should the device be rerturned an investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. File linked to submission name: 3011649314-2026-00887. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that two glidewell ht implants lost osseointegration. The patient presented on (B)(6) 2025 for a primary procedure on teeth #9 and 11. On (B)(6) 2025, at the second stage surgery the provider observed infection, granulation/fibrous tissue around the implant, abnormal bone loss around the implants, and removed both implants. The patient's symptoms resolved after removal. The patient's bone quality is type ii and their oral hygiene is fair. No permanent injury was reported.